Event description:
It was reported that during a liver procedure, a staple line was malformed. It is not known how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atw35 device was received in good visual condition and with four tr35w reloads present. The reloads were received sterile. The device was tested for functionality with the returned reload (b) and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.